Event description:
It was reported that the laser fiber cap broke during the holmium laser enucleation of the prostate procedure. The procedure was completed with another device. There were no patient complications.